Event description:
It was reported that during connection of the pressure set to the arterial cannula and opening of the clip on the cannula, leaking by the weld at the luerlock connector was noted. Bleeding out of the pressure tube. A clip was applied on the cannula and the bleeding stopped. Reportedly, the patient lost blood, but remains well.

Manufacturer narrative:
The device was not returned for evaluation.